Event description:
It was reported that the right ventricular lead exhibited high capture thresholds post revision in (B)(6) 2017. The lead was explanted and replaced. The new lead tested within acceptable range. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.